Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (connector is coming apart) has been confirmed. Upon eval, the trunk cable connector was broken. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The pt received a replacement electrode belt. Device eval of monitor sn (B)(4) has been completed. The reported problem (svc codes) has been confirmed. Upon eval, it was discovered that component y402 (smd crystal oscillator) on the ca board was defective. The defective y402 component prevented the monitor from being able to communicate with the belt. The root cause of the defective y402 component was likely due to random component failure. No adverse event results from the defective component. The pt received a replacement monitor. Device eval date: monitor sn (B)(4): (B)(4) 2011. Electrode belt sn (B)(4): (B)(4) 2010.

Event description:
A (B)(6) male pt contacted zoll customer support to report that he is receiving svc codes. A review of the pt's download reveals several communication time outs and abnormal shutdowns. The pt was issued a replacement electrode belt and a replacement monitor.